Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. It was stated that the patient had a sudden return of symptoms and seemed to be leaking a lot/pretty heavily as of (B)(6) the patient noticed that they couldn't feel stimulation and turned it up on the day prior to date notified but stopped increasing as they had never increased it that much before without feeling anything. No matter how high they ran the implant they couldn't feel stimulation, going up as high as 2.00v. They didn't know if they could increase any more and thought that they couldn't get the stimulator to do anything. Stimulation is not felt with therapy confirmed to be on. Stimulation was then increased from 1.8v to 4.05v where the patient felt stimulation comfortably. Follow up with the healthcare provider (hcp) is to be conducted. It was noted that the patient had felt stimulation as too strong/uncomfortable a time or two but turned it down and the uncomfortable stimulation resolved. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.